Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Review of (B)(6)'s manufacturing records confirmed that the associated device met all requirements prior to release. Review of the available log file snapshot revealed a progressive decrease in power consumption and estimated flows starting on (B)(6) 2018 followed by an increase back to baseline on (B)(6) 2018. Of note, the information provided indicated that a stent was performed, resulting in the increase in parameters observed. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, a possible cause of the reported low flow event may be attributed, but not limited, to constriction at the outflow graft. Per the instructions for use hypertension is a known potential complication associated with implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft (lot no. 1807195) was not returned for evaluation. Review of the device's manufacturing records confirmed that the associated device met all requirements prior to release. Visual evidence provided revealed outflow graft stenosis in the anastomosis between the outflow graft and the ascending aorta. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: 1125 / catalog #: unk / expiration date: unk / serial or lot#: (B)(6) UDI #: (B)(4). D10: no h3: yes h4: mfg date: unk h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to model and serial number. Correction: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outflow graft obstruction in ventricular assist devices (vads). The authors described a patient who was admitted to the hospital due to a hypertensive crisis and their device exhibited low flow alarms repeatedly within the previous week. Pump parameters showed a decrease in flow over the last two months. Computed tomography angiography (cta) showed an outflow graft stenosis. Stenting was performed and the device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk d10: no h4: mfg date: unk h5: yes h6: patient code(s): c3117 h6: device code(s): (B)(4) this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: computed tomography and fluoroscopic angiography in management of left ventricular assist device outflow graft obstruction. Jacc: cardiovascular imaging. 2020. Vol. 13, no. 9. Doi: 10.1016/j.jcmg.2019.11.018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.